Event description:
Caller reported damage to the pump housing. There was no adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.